Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The modified beck elevator (item# sp-2359, lot# 091917i17) was returned for investigation. The instrument showed signs of use with a fractured tip. The non-conformance database was reviewed for this instrument; no non-conformances were found. There are no indications of manufacturing defects. Complaint history was reviewed for this item# sp-2359, lot# 091917i17 regarding the elevator fracturing, and there is an occurrence rate of 1.44%, which is no greater than the occurrence rate listed in the afmea. The most likely underlying cause of the complaint is excessive force was applied, beyond what the instrument is designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a dental procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the instrument fractured during a dental procedure. The fractured piece of the instrument was stuck in the patient¿s gums and was removed by hand. No adverse events have been reported as a result of the malfunction.